Event description:
It was reported that the patient was seen in their hometown approximately (B)(6) ago and the device couldn't be interrogated and no pacing was observed on the surface electrodes. It was also reported that the patient was sent to their clinic for a device interrogation and once again the device couldn't be interrogated and no pacing was observed. The device remains in use and device replacement is planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.